Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes in date received by MFR, type of reports, if follow-up, what type? And additional MFR narrative. There was no additional information obtained. Zimmer considers this investigation closed.

Manufacturer narrative:
The devices were returned for review. Damage is seen spanning both the stem and body, which was likely from removal. The stem is fractured at the body junction and the proximal piece remains in the body. There is minimal bone adhesion to the stem. The devices were used in the treatment of a disease. The patient is reported to be 6'3" with a weight of (B)(6). A complaint history search of the zmr body manufacturing lot returned no additional complaints. Manufacturing documentation for the zmr body was reviewed and found conforming. X-rays were returned for review and sent to an external surgeon. The quality of proximal support was noted to be inadequate, and the size of the proximal body was noted to be inadequate. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation suggests this event to be related to the issues for which zimmer initiated a voluntary device correction of the labeling of zmr porous revision hip prosthesis and zmr revision taper hip prosthesis in october 2011. A field action was conducted on 10/24/2011 in which zimmer updated the associated labeling to provide further instructions, particularly as it relates to ensuring full proximal support is achieved. A conclusive cause for the event described cannot be determined at this time.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a hip arthroplasty in 2009. Subsequently, the patient was revised due to pain and implant breakage in 2014.